Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. It should be noted that the nc trek rx, global instructions for use (IFU) states: do not use, or attempt to straighten, a catheter if the shaft has become bent or kinked; this may result in the shaft breaking. Instead, prepare a new catheter. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that while advancing a nc trek dilatation catheter through the guide catheter, the device caught the guide catheter touhy and the nc trek shaft kinked. The physician attempted to straighten the shaft. While straightening, the shaft separated. The device had not exited into the anatomy from the guide catheter. Both pieces were removed from the guide catheter without intervention. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.